Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) due to recognition issues. The system was tested and verified as ready for use. Isi has not received the psm for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that there was a recognition issue with universal surgical manipulator (usm)2. The issue recurred, and despite reinstalling a drape and trying several instruments, the system did not recognize any instruments on usm2. The user disabled usm2 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported.